Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed the operational check. No further failure mode analysis was provided. There was no reported patient involvement.

Manufacturer narrative:
A supplemental report for failure analysis info: one processor pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this processor board. Philips cannot rule out a malfunction of the processor pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during testing in lab. Therapy connector j16 pins were found to be lifted, therefore ¿not tested¿ failure occurred during operational check. The available information is consistent with a malfunction of the processor pca. The cause was lifted therapy connector j16 pins. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.